Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier was received into the tech center lab for analysis. The amplifier was powered on and communication was unable to be established which confirms the reported event. It was verified the network adaptor on the single board computer (sbc) was non-functional. The sbc was temporarily replaced with a known-good unit and functionality was restored as communication was established. The root cause was isolated to the network adaptor on the sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified.

Event description:
During the procedure, the system displayed an error message indicating the amplifier was disconnected and the procedure was cancelled with no patient consequences.